Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, event 1, foreign material adhered/clogged in ob-lens; and event 2, dirt (foreign material) inside lg-lens were confirmed. It could not be specified what the foreign material was. Regarding event 1: the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at sw1, s-cover, and biopsy channel. Regarding event 2: since foreign material was not at external surface of the device, the material could not be removed by reprocessing. The probable cause was lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the events occurred. Event 1: the suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope event 2: the suggested event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in gif-h185 series operation manual chapter 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a switch 3 that didn't work due to corrosion, a buckled connecting tube, a deformed universal cord, a scratched grip, an air/water cylinder and suction cylinder with no color, a discolored right/left knob and upward/downward angulation control knob, and the insulation resistance value at the distal end didn't meet the standard value due to a burn on the plastic distal end cover. Water tightness was lost due to the following: a cut on switch one, the wear of the scope cover, and damage on the channel tube. The following components were found corroded due to water leakage: the switch flexible printed circuit unit cover, switch flexible printed circuit unit, universal cord holder, plug unit, circuit board in the scope connector, scope connector cover unit, cable unit, and the micro connector unit in the scope connector. Additionally, there has been third party repairs done on the connecting tube and universal cord. The investigation is ongoing and follow up with the user facility is currently being performed. Additional details relating to the event have been requested, but no response has been received at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an image capture button that didn't work. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, foreign material in the light guide lens and in a damaged and heavily deteriorated charged coupled device lens was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.